Event description:
As reported, during testing this swan ganz catheter, the balloon did not deflate since the valve was not releasing. The issue was solved replacing the catheter. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Added information to section d9, h6 (type of investigation) updated section h6 (component code). H6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of deflation issue was unable to be confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached. The IFU indicates "passively deflate the balloon by removing the syringe from the gate valve". Balloon deflation time was within specification. Distal lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The complaint affected unit was returned for evaluation and no defect was found. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process the manufactured units go through a balloon inflation process.